Event description:
It was reported by the customer that their insulin pumped had alarmed and displayed failed battery test. During troubleshooting, device was cleaned with alcohol wipe and inserted two new batteries. Device continued to alarm. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 130 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.